Manufacturer narrative:
The investigation into the product damage (cannula kink) and the low pump flow has been completed since the original report was filed. Pump was returned for investigation. Cannula kink was observed near motor. Also, doctor reported reposition of the pump did not solve the cannula kink. Data logs shows the low pump flow with suction alarm during the case run. The cause of the low pump flow issue was a kinked cannula.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a female (unknown age and race) noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The physician noted there was a visible kink in the cannula approx. 1 cm below the outlet on fluoroscopy. The physician tried to reposition to relieve kink. Inlet and outlet appeared to be in appropriate position in proximity to aortic valve. Physician stated that there was no suction and continued throughout the case despite dropping p levels, all the way to p2. Volume status did not seem to be the problem given the patients presentation. Pump was explanted and replaced with another with no further issues. There was no patient harm.